Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient had pocket infection and erosion. The entire implantable cardiac defibrillator system was explanted. While explanting the right ventricular lead, the helix exhibited retraction problem. The patient was in stable condition.